Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away on (B)(6) 2024. The patient had a ground level fall on (B)(6) 2024. And had altered mental status the next day. They went to the emergency room, where a head computed tomography showed large subdural hematoma, and a decision was made to move to comfort measures. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned for evaluation after the patient was cremated. The blood-contacting surfaces within the pump were unable to be examined. Due to the state in which the device was returned, functional testing could not be performed. Provided information indicated that the patient outcome was not considered to be device related. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis and bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.